Event description:
During procedure, the physician reported that the air was aspirating into the sheath through the hemostatic valve. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The reported air aspiration has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.